Event description:
Pt placed on ECMO at 1630 on 6/24/95. At 1955, the roller head of the ECMO blood pump stopped rotating without sounding any alarms. ECMO specialist hand cranked pump until replacement pump became available. Pt's vital signs remained stable throughout episode.